Event description:
It was reported the device tripped the elective replacement indicator and premature battery depletion is suspected. The device is currently in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.